Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During the preparation of implant, EU complainant reported that the aic experienced a battery failure red alarm , for which replacement of the console was advised. No patient involved.